Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. Damaged haptic after implantation. Procedure: on (B)(6) 2026; the patient underwent intraocular lens (iol) implantation. A preloaded intraocular lens was used during the operation. No abnormalities were noted during the injection of sodium hyaluronate or the advancement of the injector. After implantation into the eye, it was found that the haptic of the lens was incomplete, with the posterior haptic remaining inside the injector. It was immediately removed, and a new lens was implanted to complete the procedure. The explantation date was (B)(6) 2026. The haptic was damaged after implantation, and during the explantation procedure, a new iol was successfully implanted. The product is not available for return; however, some pictures are available. Problem code: a0414 - material split, cut or torn.